Event description:
Subject was admitted with a non-ruptured aneurysm in the left anterior cerebral artery. Aneurysm measured 5.7x6.7x3.5mm (height/width/length). There were 3 coils placed in the aneurysm. There was suboptimal homogeneous coil packing into the aneurysm and dog ear angiographic occlusion of the neck. It was reported that a thromboembolic complication transpired during procedure. The procedure was stopped due to angiographic occlusion, pt/procedure complications as well as satisfactory results with the last coils. Reopro medication was administered during procedure. The relationship of device(s) to the thromboembolic event was made possibly related.

Manufacturer narrative:
The product will not be returned for evaluation and testing. This is one of three products involved in the same pt and reported under manufacturing number 1058196-2006-00102 and # 1058196-2006-00104.